Event description:
It was reported that the user experienced hyperglycemia overnight while using the ilet and temporarily removed the pump to administer a subcutaneous insulin pen correction; the user was using a steel infusion set that had been in place for one day, reported no alerts or alarms, and later replaced the infusion set and supplies, after which glucose returned to range. Symptoms included increased urination. Outcomes included no reported injury, no emergency treatment, and no hospitalization, with glucose subsequently in range. Investigation included remote troubleshooting and user education, including site and set replacement and review of tubing and setup. Investigation of this case revealed no confirmed device malfunction or infusion set failure, with the cause of hyperglycemia remaining unclear given normal function after set change. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.